Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/19/2024, it was reported by a facility representative via sems- (B)(4) that (2) ar-1600m 3-point shoulder distraction systems cables plastic was coming off. This was discovered during a case with no effect on the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear.